Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(4).

Manufacturer narrative:
(B)(4). B5: subsequent to the initial MDR, additional information is available. D4 lot no. G6 type of report additional information. H2: additional information. H6: type of investigation additional information.

Event description:
Subsequent to the initial MDR, additional information is available.